Event description:
The patient underwent a cardiac cath via a 6fr introducer in the right groin. At the conclusion, the femoral artery was closed with a 6fr angioseal. The patient was placed on bed rest for four (4) hours post-procedure. The patient was out of bed and ambulatory without difficulty. The patient had + pedal pulses and complaints of stiffness in the rt leg, but denied numbness. The patient's skin was warm. At day five (5) post-procedure check, the patient had a decreased pulse to the right femoral artery. The patient had mild discomfort with walking. The vascular surgeon consultant found claudication. The patient underwent exploration, thrombectomy and a patch angioplasty of the right femoral artery.